Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined, however, it can be presumed that the internal charge coupled device was damaged which may have caused the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported that during preparation for use in a diagnostic tracheoscope procedure, the evis lucera elite bronchovideoscope, while being used with the evis elite video system center, was found to have a black screen when using angulation. The patient was not sedated, and the intended procedure was successfully completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. However, a defective charge-coupled device was found. Additionally, a short circuit cut on the charge-coupled cable was identified as the causing image noise on the display. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.